Event description:
Reported that the alarm for "right cardiac output low" sounded but the wcomdu software showed no alarm. Computer assembly was replaced and the problem resolved. No injury to patient.

Event description:
Complainant reported that the alarm for "right cardiac output low" sounded but the wcomdu software showed no alarm. Computer assembly was replaced and the problem resolved. No injury to pt.